Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they were experiencing high blood glucose and under delivery. Blood glucose level at the time of the incident was 600 mg/dl. Customer¿s current blood glucose was 360 mg/dl. Troubleshooting was done for high blood glucose event. Customer stated they did not experienced any symptoms for high blood glucose, they just felt angry. Customer stated they been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode system was not used at the time of event. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.